Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was requesting part ID to upgrade their display. It was reported there was no patient involvement at the time the issue was discovered and no reports of user harm or injury. It was reported that the customer was requesting part ID to upgrade their display due to having a "yellow cast" to it. The customer ordered and upgraded the hydis display to a nec display. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.